Event description:
It was reported that a non-dehp y-type catheter extension set disconnected from an unknown hep-lock during IV insertion, leading to blood loss from the site. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.